Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that during a vt ablation there was pacing inhibition for an unknown duration with this cardiac resynchronization therapy defibrillator (crt-d). The device had been programmed to off-electrocautery mode and was voo 60. No additional details were provided. To date, there have been no adverse patient effects reported.